Manufacturer narrative:
Date of event: event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient had been having issues and was admitted to a hospital. Their recent symptoms had become exacerbated: tremors and spasms. No further information was provided at the time of the report. The issue was not resolved. No further complications were reported or anticipated with this event. Refer to manufacturer report 3004209178-2019-11254 for details pertaining to the related reportable event.